Event description:
It was reported that, during routine testing, it was found that the energy of the console was low. No courtesy messages were displayed on the console screen and case saver mode was not prompted. The low power was confirmed using an energy meter. There was no patient involved with the event.

Manufacturer narrative:
The console was not returned for analysis. However, the field service engineer (fse) serviced the console at the customer's site. During inspection, the fse found the low voltage 5v was unstable. As a result, it automatically shut down. It was recommended to the customer that the low voltage power supply (lvps) be replaced. It is probable that the identified unstable low voltage 5v led to the reported low energy from the console.

Event description:
It was reported that, during routine testing, it was found that the energy of the console was low. No courtesy messages were displayed on the console screen and case saver mode was not prompted. The low power was confirmed using an energy meter. There was no patient involved with the event.